Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck is 23 mm above the renal arteries and 30 mm below. The proximal neck length was less than 10 mm. It was reported that on a follow up CT scan a proximal type I endoleak was identified. The physician performed an intervention and implanted two endurant cuffs (28mm 32mm/planned) and snorkeled both renal arteries. On the final angiogram, the proximal type I endoleak still persisted. The physician stated that the cause of the proximal type I endoleak was a "gutter leak" (whereby the blood gets between the covered stents and the cuff material). The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).